Event description:
User reported that the level sensor triggered correctly, but would not reset once volume returned. The user had to disable the sensor to return volume to the patient. There was no patient harm.

Manufacturer narrative:
Investigation could not replicate reported issue. Sensor operated as expected when connected / removed from reservoir. Manipulation of cable into different positions also did not identify a fault. The device operates as expected.